Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-26401. The pt received a scs system which included two lead extensions from different lots. It was reported the pt experienced a significant increase in stimulation on his right side (mostly in his arm) after he had leaned over and returned to a standing position. Diagnostic testing identified invalid impedances. Reprogramming proved to be unsuccessful with only short-term relief to the needed areas and an increase of unwanted stimulation to the pt's right arm. The physician elected to proceeded with surgical intervention. Intraoperative testing determined the issue was with the lead extensions. The lead extensions were explanted and replaced which resolved the reported issue.